Event description:
It was reported that during deployment of a vena cava filter, the filter legs became crossed. The filter was partially retracted back into the sheath and then redeployed successfully with the filter legs fully expanded. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. However, based upon the available info, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to the event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.